Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. However, the device was put through extensive testing including bench handling and ECG stressing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The original multifunction cable (mfc) was not returned for evaluation; a new mfc was sent to the customer with the advice to discard the original mfc as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated.